Event description:
The hcp reported it was found that the "catheter doubled over in spinal fluid and there was a leak in the catheter." The hcp left the old catheter in the patient and implanted a new one. The hcp stated the pump was good and did not replace it. A follow-up report will be sent when additional information is received.